Manufacturer narrative:
(B)(4). The customer reported that no parts were replaced on the ventilator.

Event description:
Covidien received information stating that during patient use, there was no audible alarm for 'disconnect' or 'low pressure', although the light emitting diode (led) was functional. The patient had apnea and required cardiopulmonary resuscitation (CPR). There were no further negative patient consequences reported.